Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 chemistry analyzer and identified the failure mode as multiple hardware. The fse replaced the collar washes, t-valve, and hamilton valve to resolve the issue. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of ten (10) false low and suppressed patients results on multiple analytes due to reagent probes leaking on their dxc 600i clinical chemistry system. The erroneous results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.